Event description:
A healthcare worker complained of burning sensation and skin discoloration on the hand upon removal of a load from completed cycle. The worker did not seek medical treatment and the symptoms resolved within twelve hours.

Manufacturer narrative:
Other, skin contact.